Event description:
It was reported that two (2) ozark cervical plate system screw drivers have been observed as 'stripped over time'. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported. This report is for the second screw driver.

Event description:
It was reported that two (2) ozark cervical plate system screw drivers have been observed as 'stripped over time'. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported. This report is for the second screw driver.

Manufacturer narrative:
Visual inspection: device was inspected and confirmed to have deformed at the distal tip. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, and similar complaints were identified. Correspondence with rep states that the device has been used in many cases, approximately 50-75 times in the span of one year. It is likely that high usage rate of the device contributed to the observed tip deformation.